Manufacturer narrative:
(B)(4). Batch n5718k. Investigation summary: the analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60b cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition the knife was noted to be advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. The reported event could not be confirmed as no short cut-absent cut was noted during functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested but not received did the device staple? If yes, was the staple line complete (full length)? Did the device lock-out (no staples deployed and no cut line started)? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during an unknown procedure, device didn¿t cut. Unknown as to how the procedure was completed. Patient consequence was not reported.